Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an event of ventricular sensing (vs) with atrial pacing (ap) was observed, but the ventricular sensing (vs) was actually premature ventricular contractions (pvcs). The occurrence of ap after the pvcs was questioned. The issue was thought to occur due to device sensitivity. Post paced t wave oversensing was also observed. No changes were made. The device was being monitored. There were no patient consequences.